Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-19785] the leads were also replaced due to high impedances.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.